Event description:
Customer reports receiving a result of 30.2 mmol/l on the mobile system at 10:57 am. She administered novorapid insulin based on this result via medtronic insulin pump. At 11:19 am the customer tested 15.1 mmol/l on the mobile system. 10 minutes later the customer became hypoglycemic. She felt dizzy and weak and required help from her friends who gave her glucose and a sugar drink. No medical help was necessary. The customer's condition improved. Requested return of suspect device however, the test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.